Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on the trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician evaluated the internal components of the device and found dirt contamination on the machine flow sensor. The manufacturer's service technician replaced the device's flow sensor to address the issue. Additional findings not related to the malfunction/issue was the in-line proximal filter had an obstruction for the fio2 for this device. The manufacturer's service technician replaced the device's in-line proximal filter to address this issue.